Event description:
It was reported an issue with novosyn suture. The client reported that the needle broke during suturing process. Additional information received: this was for an uterus surgery and when this needle broke another stronger needle of ours - different article code - was used without an issue.there was no patient harm. No more information has been provided.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market 11,232 units of this code-batch. There are no units in our stock. We have received one open and used sample with the needle broken. We have checked the used suture and the needle is broken near the needle attachment area. Checking this needle, we have noticed that there are marks of a needle holder or other surgical instrument in this area. The needle has been damaged during handling and broken in the attachment area most probably due to wrong handling. Therefore, we conclude that the needle broken is caused by a wrong handling not according to the instructions for use of the product. The needle has also been tested for bending strength and the results fulfill product specifications: 27.55 nxcm in minimum (minimum bending strength specification for this needle: > 23.5 nxcm). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Needle bending strength results during production process was 27.26 nxcm and fulfilled specifications. Remarks: as stated in precautions of the instructions for use of the product, care should be taken to avoid damage when handling surgical needles. Grasp the needle in an area one-third (1/3) to one half (1/2) of the distance from the attachment end to the point. Grasping in the point area could impair the penetration performance and cause fracture of the needle. Grasping at the butt or attachment end could cause bending or breakage. Final conclusion: the needle has been damaged during handling and breakage most probably due to wrong handling. Therefore, we conclude that the case is not confirmed due to needle broken defect is caused by a wrong handling not according to the instructions for use of the product. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.